Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a abdominal aortic aneurysm (aaa) repair procedure, placement of the suture was attempted using the preclose techniqe in the right common femoral artery using a proglide device with an 8f sheath. Reportedly, a cuff miss occurred. Another proglide was used and was successfully set up using the preclose technique. The sheath was upsized to 20f for the aaa procedure. The aaa procedure was completed and a total of five proglide devices were used in preclose technique to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the prostar xl device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss could not be confirmed. Inspection of the returned device indicated that both cuffs successfully captured the needles during the plunger deployment, but the link pulled from the swage end of the anterior cuff during the needle plunger retraction. The link pull would have resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.